Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the sleeve of the instrument was damaged. It was reported that the device showed signs of melting. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the sleeve of the device is not fully retracted during use or and the tip of the device contacts conductive irrigation fluid or other conductive material such as metal. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when using electrocautery, ensure that the outer sleeve is fully retracted to expose the tip of the device, as failure to do so may compromise discharge of energy from the electrode. When using electrocautery, ensure that the electrode is not in contact with conductive irrigation fluid, as this may compromise discharge of energy from the electrode. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when the surgeon activated the coagulant energy to coagulate the gallbladder, the tip of the black sheath was melted. A reusable instrument was used to complete the case. There was no patient injury.